Manufacturer narrative:
(B)(4). Reported event of needle detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during an anterior repair, sacrospinous ligament fixation, with uphold procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle broke off from the suture, inside the patient and was not retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.